Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) went to the hosp after receiving six inappropriate shocks. The pt had a slight fever and elevated heart rate. A magnet was applied but it was not attached properly and the pt then received add'l inappropriate shocks. It was reported that the pt had an earlier ablation procedure that revealed a right bundle branch block that was causing t-wave oversensing. The device was not checked or optimized after the ablation procedure. When the device was interrogated after the recent inappropriate shock delivery, all three vectors showed t-wave oversensing and the device was turned off. The device was interrogated again a few days later and t-wave oversensing was observed in the alternate vector. There was no longer oversensing in the other two vectors but the sensing was not optimal. The device remains off and the pt has remained hospitalized until the system can be explanted and a transvenous system can be implanted. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updates should further info be provided.